Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (1.1 mm drill bit/mqc for threaded hole/56 mm, part number 03.130.202, lot number f-20217). The subject device was returned with the complaint condition stating: we have received the drill bit ø1.1 l56/39 f/core hole (03.130.202 / f-20217) for investigation, here is the statement: upon visual inspection of the complaint device it can be seen that the tip is broken off (first 7 mm), this thus confirming the complaint description. A device history record (DHR) review was performed for the affected lot, (B)(4) parts were delivered to the warehouse, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in june 2016. No non-conformances (ncrs) were marked in the DHR during production. Through production the following measures/parameters got checked: (B)(4). All mentioned measures/parameters are according to the drawing and documented in the DHR. No manufacturing related issues were detected. Unfortunately, we are not able to determine the exact reason for this occurrence, but we assume that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the ¿instructions for use, synthes cutting tools¿ ( ¿reusable cutting tools may be reprocessed several times. However, cutting tools are frequently exposed to high mechanical loads and shocks during use and should not be expected to last indefinitely. It is necessary to replace cutting tools from time to time.¿). Unfortunately, we are not able to determine the exact reason for this occurrence, but we assume that during the operation an application error may have taken place. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. (B)(6). The subject device has been received and is currently undergoing investigation. A device history record review was performed for the reported subject device lot. Manufacturing location: synthes (B)(4). Dates of manufacture: jul 20, 2016. The review showed that there were no issues during the manufacture of the product lot that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during surgery using the variable angle locking hand system (va hand), the tip of drill bit for core hole was broken. The surgery was extended for 30 minutes. There was no adverse consequence to the patient; however, no additional information was provided by hospital for reporting. This report is 1 of 1 for (B)(4).